Manufacturer narrative:
Additional information: d9, h2, h3, h6, h10 the reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up, six days post-implant with the right atrial lead exhibiting loss of capture. The lead was explanted and replaced. The patient was in stable condition.